Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for scheduled follow-up. Post-paced t-wave oversensing was observed. A sharp drop in r-wave amplitude was noticed upon interrogation. Programming change was made but not at the recommended settings. The patient was stable before, during, and after the device interrogation and will continue to be monitored. The recommended programming will be discussed at the next follow-up.